Event description:
Lvtip to lvring lead impedance 2432 ohms also noted 2nd epi lead capped 511212 sn (B)(6). Doi (B)(6) 2018. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).